Event description:
It was not possible to insert the versafitcup pe hc liner e 32mm in the versafitcup 52mm. The surgeon tried 2 liners and it was either not possible. Afterward, he implanted the 54mm versafit and with this cup, it was possible to insert the same liner. At least 30 minutes of delay occurred.

Manufacturer narrative:
Batch review performed on 31 may 2022. Lot 2118276: (B)(4). Expiration date: 2026-dec-19. No anomalies found related to the problem. (B)(4). Additional devices involved batch review performed on 31 may 2022. Liner: versafitcup cc trio 01.26.3244hct flat pe hc liner ø 32 / e (k103352) lot 2118277: (B)(4). Expiration date: 2026-dec-19. No anomalies found related to the problem. (B)(4). Cup: versafitcup cc trio (B)(4) acetabular shell cc trio no-hole ø 52 (k122911) lot 2113088: (B)(4). Expiration date: 2026-nov-07. No anomalies found related to the problem. (B)(4). Visual inspection performed on 15 june 2022. The received parts were analysed, finding no evident particular signs. A functional test was performed in order to evaluate the copling between the shell and the liner; after few impactions, the liner was correctly inserted into the shell. From the received parts and information, it is not possible to determine the root cause of the event; a possible cause can be related to the presence of some residual of fluids in the bottom of the shell, preventing the total compling of the parts.